Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's nurse reported that the patient has had 2 diabetic ketoacidosis (dka) events in the past 2 months. Date of issue is an approximation. It was indicated that at the time of contact, the patient was not using the dexcom system. It is undetermined if there was medical intervention and if the patient was using the dexcom system during the times that they experienced dka. No additional patient or event information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.